Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because patient contacted lifescan alleging that the subject meter read inaccurately high compared to another meter. The patient obtained blood glucose results of "140 mg/dl", "159 mg/dl", and "155 mg/dl" with a lifescan meter and unspecified results from another meter, performed within 30 minutes of each other. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.